Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the iol was damaged in the cartridge of the iol delivery system. The damage was not noticed until after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol. A second iol was placed in the eye and a crack was noted on this iol, but it was not replaced. The second iol remains implanted.